Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp for the reported "screen flickering", to fix the issue he replaced the dc ac inverter and video receiver pcb's which corrected monitor flicker. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a customer routine check the cs300 intra-aortic balloon pump (iabp) had the screen flickering. There was no patient involvement, and no adverse event reported.

Event description:
N/a.